Event description:
It was reported that the patient had complained of severe abdominal pain and nausea. Their device flows are typically 5 lpm but were 3-4 lpm. The patient came to clinic for a lab draw, where they proceeded to vomit. They were admitted to the hospital for heart failure workup. Hemoglobin, lactate dehydrogenase (ldh), and plasma-free hemoglobin were within normal limits. Creatinine increased from a baseline greater than 1 to 2. The patient underwent right heart catheterization (rhc) with swan placement for monitoring. Echocardiogram windows were challenging to get during this admission. A computerized tomography was considered since their heartmate 3 did not have an installed outflow graft (ofg) clip and remained at risk for an ofg twist. It was suspected the patient had acute right heart failure (rhf). The patient was also hypotensive. The patient's speed was adjusted to 6000 rpms and flows were in the 3.5 lpm range. The patient's hemolysis labs were normal and his right heart function appeared to be okay. The log file captured low flow events on (B)(6) 2021 and on (B)(6) 2021. Technical services noted it is possible there could be twisting or an obstruction in the ofg. There were no other unusual events recorded in the log file event history. The patient was stable. The low flow events did not resolve and the patient was transferred to another hospital where they are on extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had complained of severe abdominal pain and nausea. Their device flows are typically 5 lpm but were 3-4 lpm. The patient came to clinic for a lab draw, where they proceeded to vomit. They were admitted to the hospital for heart failure workup. Hemoglobin, lactate dehydrogenase (ldh), and plasma-free hemoglobin were within normal limits. Creatinine increased from a baseline greater than 1 to 2. The patient underwent right heart catheterization (rhc) with swan placement for monitoring. Echocardiogram windows were challenging to get during this admission. A computerized tomography was considered since their heartmate 3 did not have an installed outflow graft (ofg) clip and remained at risk for an ofg twist. It was suspected the patient had acute right heart failure (rhf). The patient was also hypotensive. The patient's speed was adjusted to 6000 rpms and flows were in the 3.5 lpm range. The patient's hemolysis labs were normal and his right heart function appeared to be okay. The log file captured low flow events on (B)(6) 2021 and on (B)(6) 2021. Technical services noted it is possible there could be twisting or an obstruction in the ofg. There were no other unusual events recorded in the log file event history. The patient was stable. The low flow events did not resolve and the patient was transferred to another hospital where they are on extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the reported outflow graft obstruction and (B)(6) could not conclusively be determined through this evaluation as the submitted computed tomography (CT) image was inconclusive and the product was not returned for evaluation. A specific cause for the reported embolic stroke could not conclusively be determined through this evaluation. The pump was not explanted and will not be returned for evaluation. The controller event log file contained data from (B)(6) 2021 22:53:44 through 11:47:51. 34 low flow fault flags were captured, resulting in 5 low flow hazard alarms on (B)(6) 2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file captured a low flow alarm on (B)(6) 2021. The lvad event and periodic log files captured the pump operating as expected. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. This IFU lists stroke as an adverse event that may be associated with the use of the hm3 lvas. In addition, the IFU outlines the recommended anticoagulation regimen and the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 27mar2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed the patient passed away on (B)(6) 2022.

Event description:
It was additionally reported that the patient was receiving adequate flow support from ECMO therapy while the hm3 speed was adjusted to 3000rpm and no flow readings observed for hm3. A computerized tomography (CT) scan revealed what appeared to be a clot between the bend relief and graft. The patient underwent a craniotomy after experiencing stroke-like symptoms, and imaging confirmed the patient suffered a stroke. It was observed during this procedure that the hm3 was providing a flow estimate even though the speed was set to 3000rpm. The ventricle assist device (vad) coordinators discussed the possibilities of the variability of systemic vascular resistance (svr), left ventricular (lv) contractility, and a recent embolic stroke as cause.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.